Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report 18-may-2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility.

Event description:
The customer stated that the first cycle using a closurefast catheter stopped six seconds in the procedure with a message appearing reading low temperature high power on the rfg3 screen. Physician confirmed enough tumescent was administered and proper external compression was applied. They proceeded to open up a new closurefast catheter but were unable to complete the procedure with that closurefast catheter as well. They proceeded to open up a new catheter but were unable to advance due to venospasm. Patient condition is fine and procedure will be rescheduled for a later date. Please reference MDR 2183870-2015-00220 for the other closurefast catheter referenced in this complaint.